Event description:
The customer's husband states the aviva combo meter is not providing accurate bolus advice recommendations. The customer tested at 284 mg/dl at 10:05 p.m. Before bed the night before the event. The customer did not receive any bolus recommendation and believes that she should have received a bolus recommendation. The customer gave herself a manual pump bolus of 3.4 u. The customer's husband states readings were high because of pizza and the infusion set being removed from her body. He states that the infusion set was removed due to the customer serving guests in close quarters and her infusion set was getting caught on chairs as she was moving. The customer does not allege any defect with the infusion set, or adhesive material. The customer understands now why no recommendation was given as the reading was within her meal rise and offset time. After providing the additional 3.4 u bolus to account for the leaked insulin, the customer went low at 4:00 a.m. The next morning. The customer's husband tested her and her reading was at 31 mg/dl. The customer was still conscious, but customer's husband states that it caused symptoms like she was inebriated. The customer's husband brought her a sandwich and some milk, and the customer was able to eat it, and her blood sugar returned to normal. Customer's husband does not believe that she could have retrieved the food and drink herself, because of her low blood symptoms. The customer's husband states readings went low because of the over correction for leaked insulin. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation. No return is expected for the insulin pump device per customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No return is expected.